Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the original implant date was unknown. The patient had a sudden onset of pain and acute inflammation in her lcs tka she had implanted some time ago. The surgeon decided to do an I&d and swap out the std plus 15mm poly and std + poly on a metal back patella. The products that were explanted are listed on der except that catalog number and lot number of the patella. The tibial tray, femur and metal back patella were left implanted/ there are no lot numbers of implants that were left in that I can report. There is no other information I am able to provide, the surgeon and staff could not tell me where or when, or who did the original surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.